Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #6120706. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® sst¿ tube 13x75mm, 3.5 ml had its cap come off a gold tube in a centrifuge. The centrifuge had just started when the phlebotomist heard a pop. There was no blood exposure. No injury or medical intervention was necessary.